Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant of the device the superior vena cava (svc) set screw on the device would not move during attempt to plug the svc port with implantation of a single coil lead. The svc was programmed off and the svc port was left without a pin plug, as one could not be inserted. No patient complications have been reported as a result of this event.